Manufacturer narrative:
Correction: a4 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis in lower stomach area. Upon follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic with abdominal pain. A peritoneal effluent fluid culture and cell count (wbc¿s elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient and started on intraperitoneal (ip) vancomycin 1500 mg every other day and (ip) ceftazidime 1500 mg daily. On (B)(6) 2021, the peritoneal effluent fluid culture results returned positive for staphylococcus epidermis and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient is recovering from the events and continues to utilize the same liberty select cycler as before the events.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus epidermidis is part of the normal human biota and is commonly found in the anterior nares and the axillae. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis in lower stomach area. Upon follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic with abdominal pain. A peritoneal effluent fluid culture and cell count (wbc¿s elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient and started on intraperitoneal (ip) vancomycin 1500 mg every other day and (ip) ceftazidime 1500 mg daily. On (B)(6) 2021, the peritoneal effluent fluid culture results returned positive for staphylococcus epidermis and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient is recovering from the events and continues to utilize the same liberty select cycler as before the events.